Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse determined that the co2 alkaline buffer recirculation peripump motor had failed. The engineer replaced the motor which appeared to resolve the issue. The part has been requested to be returned for investigation; however, it was discarded at the facility. The cause for the motor failure could not be determined. This is one of three (3) medwatch reports being submitted as the customer provided three examples of erroneous pt results. See the below MDR number for all associated events. 2050012-2011-06995, 06996, 06997. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4), 2010 for add'l reportable events.

Event description:
Customer reported that erroneously high and low co2 results were generated by the synchron lx20 pro system for three pt samples. The system was calibrated and quality controls were within specification prior to the event. The results were reported out of the lab. The customer attempted to recalibrate the system but the attempt failed; the customer received range span errors. The subsequent actions taken by the customer were not provided.